Manufacturer narrative:
The reported occlusion test failure issue was confirmed on (B)(6) 2018 that the occlusion sensor alarm performed outside of the specification. In addition, the device was also found to fail the 10 psi pressure test and have a battery out of warranty, a grinding door latch, and a dented keypad; none of these issues were related to the reported issue. The device is currently pending for repair. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Zyno medical has no pm record for this device since its shipment date of 02/17/2011.

Event description:
The biomed technician at the distributor facility reported an occlusion test failure issue with the device to zyno medical on (B)(6) 2018, "I have a pump to failing occlusion test. Pump is keeping running. Pump have a main board, pressure sensor and peristaltic motor. This pump (s/n: (B)(4)) have new a peristaltic, new main board and new pressure sensor. The problem is (B)(6) 2018. No patient and injuries. Pump failed during pm test. "

Manufacturer narrative:
The device was repaired to meet all specifications on (B)(6) /2017 and the complaint was reviewed and closed on (B)(6) 2018.

Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00026).